Event description:
Surgeon inserted a 22.5 diopter cq2015 collamer three-piece lens and the lens tore. The incision was enlarged to remove the lens but sutures were not required. The reporter stated the surgeon felt the cause of the lens tear was the cartridge. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results: the cartridge returned with a split cartridge tip. The lens was returned and visual inspection found the lens optic torn and one haptic torn off. The injector was returned with no visible damage. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.